Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 412 mg/dl. The customer took an injection. The customer reports the alarm was resolved by a complete set change. The customer was advised to call us so that we can troubleshoot these issues and we can find out what is causing them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.